Manufacturer narrative:
Device will not return for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: common femoral artery was 6.3 on CT films, but fellow mentioned in ultrasound access vessel size was 5.5 to 6mm. I cautioned fellow and md to not use manta on that small of vessel. Still wanted to use manta on case. Manta was deployed and occlusion at the common femoral artery occurred with some flow below. Could not get wire down. Had to do a cutdown. Collagen was outside of vessel, seems occlusion occurred from anchor getting stuck.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery. A discrepancy was noted in the vessel measurement; arteriotomy was noted as 6.3mm on CT scan, on ultrasound it measured at 5.5-6mm. No calcification or tortuosity present; and a deployment depth measurement of 7 +1 cm. The proctor cautioned the physicians not to use manta for this case due to the small sized vessel. However, the physicians choose to continue using manta. Micro-puncture and ultrasound were utilized to gain a higher positioned access. Prior to deployment activated clotting time was 307, and protamine was administered. Following deployment, an occlusion occurred. A guidewire was inserted but was unable to go down the vessel to reach the occlusion, which then resulted in a surgical cut down. The cut down revealed the collagen outside the vessel and the occlusion occurred due to the anchor getting stuck. It is likely the cause of the occlusion is from a dissection occurred during initial access, possibly causing manta to prop the dissection open, blocking flow. However, due to no angiograms submitted for investigative purposes the root cause of the occlusion cannot be determined. The IFU indicates the safety and effectiveness of the manta device has not been established in patients or others with small femoral artery size <5mm (for 14f manta) or <6mm (for 18f manta) in diameter. Additionally, the following potential adverse events related to the deployment of vascular closure devices have been identified: ischemia of the leg or stenosis of the femoral artery.

Manufacturer narrative:
Device will not return for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: common femoral artery was 6.3 on CT films, but fellow mentioned in ultrasound access vessel size was 5.5 to 6mm. I cautioned fellow and md to not use manta on that small of vessel. Still wanted to use manta on case. Manta was deployed and occlusion at the common femoral artery occurred with some flow below. Could not get wire down. Had to do a cutdown. Collagen was outside of vessel, seems occlusion occurred from anchor getting stuck.